Event description:
It was reported that there was a gradual rise in shock impedance and it recently measured out-of-range at 126 ohms. Serial impedance values were all in the 120 ohms range. The healthcare provider increased the high shock impedance alert value on the cardiac resynchronization therapy defibrillator per technical services recommendations. The plan was to continue to monitor the patient. The right ventricular lead remains in service and no adverse patient effects were reported.